Event description:
A surgeon reports that several days following cataract extraction, a patient described seeing light phenomena. In the physician's opinion the patient's light phenomena are associated with glistenings observed during slit lamp examination. A capsulotomy was performed shortly after implantation due to possible capsular folds. The lens remains implanted. Additional information has been requested.

Event description:
The surgeon provided additional info indicating the pt began noticing the glare symptoms one day following implantation of the intraocular lens (iol). Pilocarpine eye drops were prescribed with no improvement of the visual symptoms. The surgeon stated the pt had perviously been involved in an incident which resulted in trauma to the right eye, which the surgeon said led to a traction on the retina. He expressed that this might be the reason for the light phenomena observed by the pt. The surgeon and the pt agreed that the lens would not be explanted.